Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the patient has recovered from abdominal pain. On unknown date, the patient was discharged from the hospital and antibiotic therapy was discontinued. At the time of this report, the patient remained recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient remained hospitalized. On an unknown date, the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with metrogyl injection (500mg, tds, intravenous, ongoing) and amikacin injection (500mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and abdominal pain. On an unknown date, pd therapy was discontinued. No additional information is available.